Manufacturer narrative:
(B)(4). Additional information: upon further investigation, the nurse confirmed the patient did not experience peritonitis; therefore, the disposable device is no longer considered suspect product in this event. Dianeal therapy remains ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced cloudy effluent, coincident with peritoneal dialysis therapy. The cause of the event was not reported. Treatment for the event was not reported. It was not reported if dianeal therapy was ongoing. It was not reported if the patient was recovering or was recovered from the event. No additional information is available.